Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient had residual neck pain and subsidence into the superior and inferior endplates approximately 6 weeks post-operatively. This occurred at the c4/5 level of a two-level tdr procedure at c4/5 and c5/6. There are no plans for revision but the patient is on a medication for osteoporosis.

Manufacturer narrative:
Inspection: the product was not returned, so an evaluation was unable to be performed. X-rays were provided, but upon review of the x-rays it is difficult to tell if there is any device subsidence so the complaint remains unrefuted. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a patient had residual neck pain and subsidence into the superior and inferior endplates approximately 6 weeks post-operatively. This occurred at the c4/5 level of a two-level tdr procedure at c4/5 and c5/6. There are no plans for revision but the patient is on a medication for osteoporosis.